Manufacturer narrative:
H10: a vyaire field service representative(fsr) evaluated the device onsite and performed a 2k pm on the unit to verify that the unit was running/displaying the correct number. The ddi (dynamic displacement indicator) board was calibrated and the map pressure was verified through a flow meter. Through the patient airway pressure monitor it was noticed that the map would drop by a tenth. It would stabilize then would happen again. The fsr found a leak coming from the pr2. To repair the unit the regulator needs to be replaced. A 12k pm kit is on the way to take care of the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator mean airway pressure is fluctuating during patient use. The customer confirmed no harm was done to the patient.